Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the reason for the call was the patient said the device was sitting right on their sciatic nerve and it had put them in the hospital twice. It was to the point where their leg was numb and it was off. The issue started in (B)(6) of 2025. The patient mentioned they needed an MRI. The patient moved and didn't have a doctor. The patient said the device totally worked but the placement was horrible. They called their doctor but they said they would need to find a new doctor. The agent emailed the patient doctor listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.